Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with scratches on the lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 417 mg/dl. Troubleshooting for high blood glucose was performed. Customer changed out the infusion set and reservoir but the high blood glucose continued. Customer treated their high blood glucose via insulin pump and manual injections. Customer experienced thirst, nausea, headaches and negative ketones. Customer performed and passed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.